Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Visual test was performed- found damaged dso seal, scratched lens, damaged battery compartment. Functional test was performed. Ehl was downloaded. Accuracy test failed. The cause was a problem with the expulsor. The expulsor will be sanded. The dso seal, lens, and battery compartment will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a "debit default". There was unknown patient involvement and unknown patient harm/adverse event reported.